Event description:
Caller reported a malfunction on the pump, denoted by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared.